Event description:
The complaint states a transmitter failed error occurred. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation. H3a device evaluated by mfg - additional information. H3b evaluation included - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.